Event description:
Information was received that the cadd ms3 pump is over delivering medication. Dose or amount: remodulin 28.25ng/kg/min, frequency: continuous, route: subqutaneous. Dates of use: (B)(6) 2018 to current. No reported adverse effects.